Event description:
The following has been reported: biomed reported: touch screen issue. 05/05/2025- biomed reported: the pump screen does not appear to be damaged, it turns on, no response from touch. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for a mechanical hardware failure. Upon return, the device was able to power on but the front display failed to accept any touch inputs. The device was opened to inspect for internal damage. The touchscreen input cable was found loose and not seated in its' connector on the main pcba. The latch for the connector was found in the closed position. The connection was re-seated during investigation and the touchscreen functionality was confirmed to be restored. Damage was identified on the screw bosses of the front housing for the main pcba. After repairs have been made to the front housing, the device will be sent to the test line for full functionality testing.